Event description:
A 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post percutaneous procedure and hemostatis was achieved. Two days later, the pt could not walk and had complained of pain and inflammation near the puncture site. The pt was hospitalized for 7 days and was treated with targocid (dosage unk). The pt was discharged. The physician had reported the pt had poor hygiene.